Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the clip delivery system was returned and the reported sleeve steering issue was not confirmed. The returned device analysis confirmed that the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported sleeve steering issue appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the abnormal steering of the device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 4. The first clip delivery system (cds) was advanced into the anatomy; however, during positioning, the clip was moving in the opposite direction. The undeployed cds was removed from the anatomy. A second cds was inserted and successfully deployed, reducing mr to grade 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.